Event description:
Patient reported cracking their tooth while taking impressions. The patient had a root canal and a crown was placed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.